Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The dialog+ dialysis machine has been checked by a b. Braun technician. The inspection did not reveal any malfunction, the machine operated as intended. There was no product deviation. This is confirmed by the investigation of the machine's data record for this therapy. The therapy data record confirms that there was no malfunction and the machine functioned as intended. All safety-relevant functions are tested during the machine's self-tests in preparation. A therapy cannot be started without passing the self-tests. If a safety-relevant defect occurs during therapy the machine triggers an alarm and switches to patient-safe mode. Since there was no product deviation, no further action will be taken.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient coded and passed while being treated.